Manufacturer narrative:
Additional product code hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the removal of a variable angle two-column plate for distal fractures was performed. During the procedure, two (2) variable angle screws could not be removed using a driver because the driver shaft span did not engage with the screw head. The screws were then successfully removed using metal tools, radio pliers, and kocher forceps. The surgery was completed with a 30-minute delay. No broken pieces remained in the patient. There was no adverse consequence to the patient. Concomitant: va plate: (part # unknown, lot # unknown, quantity #1), unknown screwdriver (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 2.4mm ti locking scr slf-tpng with stardrive recess 18mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history (lot) part: 412.818s lot: l407747 manufacturing site: grenchen release to warehouse date: 17.may.2017 expiry date: 01.may.2027 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Manufacturing location: monument manufacturing date: 21-jul-2016 part number: 400.818.999, 2.8mm ti screw blank 18mm 02.4 locking screw w/sd8 lot number: h129734 (non-sterile) component part(s) reviewed: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8 lot number: 9856206 review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Visual inspection: the locking screw 2.4 self-tap l18 tan is broken in half beneath the screw head. The screw thread on the broken of shaft was moderately damaged during the removal surgery. The received condition agrees with the complaint description, the complaint is confirmed. Functional test: a part no. 313.302 / screwdriver t8 was used to check the functionality of the t8 starform head recess. The screwdriver was able to be inserted as intended and fits perfect. Dimensional inspection: the remaining shaft diameter on the broken off threaded shaft was measured with caliper ref. 3-01-19789 and found to meet the specifications. Target dimension of shaft core diameter 1.9 +0/-0.1 mm actual dimension of shaft core diameter 1.87 mm / pass drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no drawing/specification review is required material review: the screw blank manufacturing documents were reviewed and confirmed to be correct per the specification with no non-conformance noted. Summary: the investigation shows that the screw head broke off the threaded screw shaft at the transition of both features. The relevant diameter dimension at the broken shaft area meet the specifications. A part no. 313.302 / screwdriver t8 was used to check the functionality of the t8 starform head recess. The screwdriver was able to be inserted and removed from the t8 head recess as intended. The complaint cannot be confirmed for the product allegation of "unable to disassemble" but for "broken". The fracture surface is homogenous and shows the typical appearance of a forced rupture. The review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluated by MFR,device manufacture date: DHR review was completed. Part: 412.818s, lot: l407747, manufacturing site: grenchen , release to warehouse date: 17.may.2017, expiry date: 01.may.2027 . The device history record shows this lot of 212 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Manufacturing location: monument, manufacturing date: 21-jul-2016, part number: 400.818.999, 2.8mm ti screw blank 18mm 02.4 locking screw w/sd8, lot number: h129734 (non-sterile), lot quantity: 930, work order traveler met all inspection acceptance criteria. Component part(s) reviewed: 04.210.120.999, 2.8mm screw blank 31mm no head turn/no point w/sd8, lot number: 9856206 , lot quantity: 927 (note: original lot quantity was 960 pieces but weigh count indicated the quantity to be 927 pieces. When issued to lot number: h129734, weigh count indicated 930 pieces). Work order traveler met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluated by MFR: customer quality conducted an investigation of the returned device. Selected flow 2 for device interaction /functional and 5 for broken. Investigation site: cq zuchwil. Visual inspection: the locking screw ø2.4 self-tap l18 tan is broken in half beneath the screw head. The screw thread on the broken of shaft was moderately damaged during the removal surgery. The received condition agrees with the complaint description, the complaint is confirmed. Functional test: a part no: 313.302 / screwdriver t8 was used to check the functionality of the t8 starform head recess. The screwdriver was able to be inserted as intended and fits perfect. Dimensional inspection: the remaining shaft diameter on the broken off threaded shaft was measured with caliper ref: (B)(4) and found to meet the specifications according to drawing target dimension of shaft core diameter 1.9 +0/-0.1 mm, actual dimension of shaft core diameter 1.87 mm / pass. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused breakage/damage due to mechanical overload to the device, therefore no drawing/specification review is required as per selected investigation flow for broken. Material review: the screw blank manufacturing documents were reviewed and confirmed to be correct per the specification with no non-conformance noted. Summary: the investigation shows that the screw head broke off the threaded screw shaft at the transition of both features. The relevant diameter dimension at the broken shaft area meet the specifications. A part no: 313.302 / screwdriver t8 was used to check the functionality of the t8 starform head recess. The screwdriver was able to be inserted and removed from the t8 head recess as intended. The complaint cannot be confirmed for the product allegation of "unable to disassemble" but for "broken". The fracture surface is homogenous and shows the typical appearance of a forced rupture. The review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.